Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. If additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and pressure test identified a cut in the set's tubing. The cause of the malfunction was determined to be part of the manufacturing process. Awareness training was provided to the associates.

Event description:
It was reported that a clearlink system buretrol solution set leaked. The user hung the set in order to prime it and discovered that the tubing was leaking from a cut. The reporter could not identify where the cut was since the sample was already packaged up for return. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.